Manufacturer narrative:
The investigation for introducer damage ¿ mechanical and access site bleeding has been completed. Upon visual inspection, no abnormalities were noted on the sheaths. Pressure thresholds of both returned sheaths were measured against a control 14fr sheath from the lab. The control sheath was measured at 220.5 mmhg. The 14fr x 25cm sheath measured at 64.1mmhg and the 14fr x 13cm sheath measured at 156.1mmhg. 14fr introducers are tested to 180mmhg per dtm 0046-9910. Clinical details noted that bleeding was occurring from the impella access site and was not able to be resolved with wedging towels under the introducer hub. Additionally, the 14fr13cm and 25cm introducers were leak tested by physician and leaking was occurring from introducer hub when distal end of introducer was plugged, and introducer was flushed. The root cause of the access site bleeding was most likely due to a damaged valve on the introducer hub. The root cause of the introducer damage was most likely due to valve damage on the introducer hub. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11943: f6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the team observed sheath damage/leak. The team replaced the sheath. The pump supported until percutaneous coronary intervention completed and pump explanted and groin closed. Field representative reported that the hg drop prompted three units of blood to be given.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿